Event description:
It was reported that an artificial ligament fixation device was attempted for use during a double bundle acl and distal biceps repair on (B)(6) 2010. It was noted that the length of the ziploop was too long and the device could not be used to complete the procedure. Three different lot numbers were shipped to this account and it has not been confirmed which lot number was associated with the problem reported.

Manufacturer narrative:
This report filed (B)(6) 2010.